Event description:
It was reported that a clearlink extension set separated between the tubing and the clearlink leur. The patient was connected to the extension set, and infusion of an unknown solution had been initiated at the time of the separation. The reporter specified that "no fluid delivered to the patient." There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The set was visually and functionally tested and showed that there was separation between the y-site and the tubing, confirming the reported problem. The root cause could not be identified. If any additional relevant information is received, a follow up MDR will be sent.